Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) was defective. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports 'an illegal resistance when pushing the lens in the cartridge occurred when inserting the lens, which led to the holding forceps has caused a superficial lesion on the lens surface'.

Manufacturer narrative:
The reported viscoelastic is not qualified to be used with associated iol/cartridge combination. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow the instruction of qualified iol delivery system product combinations and alternative viscoelastic, as the complainant states the use of an unqualified combination. The use of nonqualified combinations may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).